Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that air was observed in the supply line. The technical service representative (tsr) advised the care giver (cg) to end the hp¿s therapy and have the hp restart therapy using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.